Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, and 225 cm generated a leak during patient use. The reporter stated that when the infusion commenced, the nurse noticed there was a leaking of fluid from the 0.2-micron filter on the giving set. The giving set had been primed with saline, but the clinical trial drug. Then commenced infusing down the line and the filter started leaking. There was unprotected chemo exposure, but the nurse had gloves on. It did not come into contact with the patient or health care provider, it dripped into the sterile sheet under the cannula and giving set. The product was stored in a drawer in the cupboard at the facility. The product sample is available for testing and investigation. There was patient involvement and no patient harm was noted.